Manufacturer narrative:
The reported event of connection anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed each set screw in the header was backed out from its thread as a result of unscrewing the set screw too far. When the set screws were re-engaged with the connector block, they operated normally in affixing the test leads to the header. The connection anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2023-36992. It was reported a patient's right ventricular (rv) lead presented with dislodgement due to twiddlers syndrome. The lead was explanted and replaced in a procedure on 13 jul 2023, in which the implantable cardioverter defibrillator (ICD) set hex wrench would not enter the set screws properly. The ICD was explanted and replaced within the same operation. Post-procedure the patient was discharged.